Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were very burnt, and the silicone was peeling and cracked. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device passed the pre-cautery test after several device activations. Based upon the observation of the silicone peeling, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaws were open and they started smoking. The jaws melted the silicone off down to the steel. The harvester closed the jaws, pulled them back into the cannula, unplugged the power and pulled everything out. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.